Manufacturer narrative:
The insulin pump had blank display due to faulty interface board. Analysis was unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump was had cracked case at display window corner and minor scratched display window.

Event description:
The customer's daughter reported via phone call that the insulin pump had blank display. The customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting was performed. The customer's daughter does not recall any significant events leading to anomaly. The customer's daughter was unable to complete troubleshooting at the time of call. The insulin pump was returned for analysis.